Event description:
Developed sjogrens syndrome with rxsight light adjustable lens plus when no dry eye condition existed previous to implantation with compromised vision, headaches. Eye aches, inability to swallow etc. Condition developed with the adjustments. Additionally, manufacturers falsely represents the lal+ as a true extended depth. Of focus when there is only one adjustment possible for near vision in non-dominant eye that is not monovision. According to physician (-0.50) & unexplained overcorrection led to monovision result, which did not want and could not adjust to accordingly. Also represented as able to remove all refractory error but refractory error returned after lock in. Please withdraw this product from FDA approval until appropriate clinical trials can be performed on the lal+ as many people are having serious problems with it and ophthalmologists are having to replace the lenses.